Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain in the back, legs and groin, odor and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a robotic assisted sacral colpopexy, cystourethroscopy, perineorrhaphy and posterior colporrhaphy due to vaginal vault prolapse, stress urinary incontinence, and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and mpathy medical restorell were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.